Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported their physician said their pain was not due to their device, but rather other nerve pain. It was sciatic nerve pain. Patient reported they did some stretches and it still acts up when it is aggravated by exercise.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va16c96, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral ne rve stim and gastrointestinal/pelvic floor. It was reported that the patient had very bad nerve pain in the back on the side opposite of where the device was implanted. The patient felt nerve pain in the right buttock and down the right leg. It was reported that the patient thought the lead wire had moved. It was noted that the patient had done some intense workouts with their personal trainer prior to the event and it is unknown if the workouts affected the system. The patient¿s device was on program 3 and 1.0v and was not reprogrammed recently before the event. The patient planned to see their hcp about the pain and to have the system integrity checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.